Manufacturer narrative:
See MDR 1920664-2010-00080 for the delivery device used with this intraocular lens.

Event description:
The doctor noticed a crease in the optic after the iol was implanted. The incision was enlarged to remove and replace the lens.